Event description:
It was reported that during a da vinci-assisted surgical procedure, operating room staff contacted support regarding multiple system faults. It was discovered that the fiber cables were not connected to the system. The technical support engineer (tse) reviewed the logs and confirmed the issue. The cause of the issue could not be fully determined since it was unclear whether the cables were handled while the system was powered on, and no further investigation into cable condition or secure connection was performed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors 307, 31089 and 170 pointing to the fiber communication from the patient side cart (psc) common compute controller (ccc) to the vision side cart (vsc). The fse cleaned all the fiber ports on the psc, vsc and surgeon side console (ssc) as well as each external fiber cable ends. Since no debris came out during the cleaning process the fse replaced the affected psc ccc and its corresponding port internal fiber. The system was tested and verified as ready for use. Isi receive the psc ccc involved with this complaint to perform failure analysis. In the system logs, the errors were found confirming the issue occurred on the field. The psc ccc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The fiber light levels were checked, they were found to be normal. The system was left to idle for one hour, where a 31089 error was presented pointing towards the psc ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. While a definitive root-cause cannot be established, a potential root cause for this failure can be attributed to an intermittent internal hardware failure of an electronic component, module or connection within the affected ccc causing a communication issue.